Event description:
It was reported via medwatch " after non complicated iabp (intra-aortic balloon pump) insertion, the balloon was viewed under fluoroscopy and found to only partially inflate. The distal part of the balloon did not unwind, and therefore did not inflate. Because of this malfunction, the iabp machine would not function due to a high-pressure warning. The defective balloon was removed, and after further clinical evaluation, provider decided not to replace it." No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4) medwatch report#: (B)(4).

Event description:
It was reported via medwatch " after non complicated iabp (intra-aortic balloon pump) insertion, the balloon was viewed under fluoroscopy and found to only partially inflate. The distal part of the balloon did not unwind, and therefore did not inflate. Because of this malfunction, the iabp machine would not function due to a high-pressure warning. The defective balloon was removed, and after further clinical evaluation, provider decided not to replace it." No patient injury or consequence reported.

Manufacturer narrative:
Qn#(B)(4). Medwatch report#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported via medwatch " after non complicated iabp (intra-aortic balloon pump) insertion, the balloon was viewed under fluoroscopy and found to only partially inflate. The distal part of the balloon did not unwind, and therefore did not inflate. Because of this malfunction, the iabp machine would not function due to a high-pressure warning. The defective balloon was removed, and after further clinical evaluation, provider decided not to replace it." No patient injury or consequence reported.